Event description:
It was reported that the surgeon reported difficulties encountered during the pt's implantation surgery. The electrode array was suspected to be misplaced and later confirmed to not be in the cochlea per CT scan. The pt underwent revision surgery on the same day and the electrode was finally placed, but with only 4 channels inserted in the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.